Event description:
A report was received that the patient underwent a revision procedure wherein the anchor was pushed deeper into the body because it was too superficial and was causing discomfort. The patient was doing well postoperatively.